Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01626. The pt received her scs system, including an ipg, on (B)(6) 2006. It was reported that the physician explanted the pt's system on (B)(6) 2011. The pt stated that the stimulation was ineffective, and she wanted her system removed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.